Event description:
The hospital reported that while dissecting up the thigh during and endovascular vein harvesting procedure, the physician assistant made a hole in the femoral vein. The patient's heart immediately arrested. The harvesting was stopped and the patient was placed on a cardipulmonary bypass machine. The insufflator was then shut off and the co2 eventually dissipated from the right side of the heart. Once the embolism was addressed, the vein was repaired and the evh case was completed without further issues. The patient is reportedly recovering and is not expected to have any neurological issues as a result of the embolism. The physician assistant also reported that co2 insufflation pressure had been set at 20mm hg and acknowledged it was too high. Both the surgeon and physician assistant reported no product failure had occurred and that the gas had simply entered through the hole in the vein.